Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error and a drain complications warning. The patient discontinued treatment during drain 4. A review of the patient¿s treatment records identified that the patient drained 2768ml during drain 4 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 1500ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient has received a new cycler and the previous cycler was reported to be returned to the manufacturer for physical evaluation. Additional patient and event information was requested, but not provided.

Manufacturer narrative:
Correction: event description.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error and a drain complications warning. The patient discontinued treatment during drain 4. A review of the patient¿s treatment records identified that the patient drained 2768ml during drain 4 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 1500ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was issued a new cycler and the complaint cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional patient and event information was requested, but not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and drain times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection of the cycler did not yield any discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.